Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a lateral row fixation of a rotator cuff repair, while the surgeon was pre-tensioning the sutures, the tip of two (2) healicoil knotless anchors snapped off, breaking the anchor. All the broken pieces were removed from the patient with a grasper. The procedure was successfully completed, without surgical delay, using a multifix s ultra anchor in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the polymer print spec found that a certificate of analysis is required for the raw material. A strength test must accompany the certificate. There are required storage instructions. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details, the broken anchors were retrieved from the patient. The procedure was completed using a different s&n device device. No patient injuries or adverse consequences were reported. Based on the limited information provided we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.